Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and reservoir occlusion. Customer's blood glucose level was over 400 mg/dl. Customer advised that they were trying to fill the tubing and they constantly received a no delivery alarm. Customer changed out the infusion set and reservoir and continued to receive the alarm. Troubleshooting for the no delivery alarm during manual prime was performed. Customer changed out the reservoir and infusion set a few times and finally they did not receive the alarm. Customer was advised to return the reservoirs and infusion sets for further analysis. Customer was advised that replacement reservoirs and infusion sets will be sent out.